Manufacturer narrative:
Philips service replaced the host pc and fuses (f11 and f23) and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system failed to start due to a host pc power supply short circuit on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.